Manufacturer narrative:
Evaluation summary: the event became reportable as a malfunction based on analysis findings. The analysis results confirmed that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. According to the instructions for use, "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to 'spit' clips."

Event description:
It was reported that during an oopherectomy procedure, dropping clips. There were no adverse consequences to the patient. Removed the clips and took another device to end procedure. One device returning.